Event description:
It was reported that the user experienced a pairing failure between a dexcom g7 continuous glucose monitor (cgm) and the ilet after the ilet had previously been paired, followed by device shutdown and subsequent pairing of the sensor to the dexcom g7 mobile app, a receiver, and a smartwatch. No adverse clinical symptoms were reported. Outcomes included no impact to health, no hospitalization, and no alarms. User support included remote troubleshooting and education, including removing potential bluetooth conflicts by powering down the receiver, disabling the smartwatch bluetooth, reentering the sensor code, toggling the ilet cgm setting between g6 and g7, and allowing adequate re-pairing time. Investigation of this case revealed that the pairing failure was related to competing bluetooth connections with other devices, which resolved after isolation of the ilet and reinitiation of the pairing workflow. It was concluded, based on previously established findings for similar reports, that the cause was user setup and environmental bluetooth interference.